Event description:
Additional information received reported that the magnetic resonance imaging was done 30 minutes prior to the caller interrogated the pump.

Event description:
It was reported pump had motor stall that was confirmed in the event logs with no motor stall recovery recorded. Motor stall was caused by patient having magnetic resonance imaging (MRI) or other medical procedure. It was noted that the patient fell and had fractures due to the fall. The MRI was performed due to the fractures in his spine from the fall. The patient had increased pain, but the health care professional(hcp) said it was hard to tell if it was patient's normal pain or new pain due to the fracture. Hcp programmed a dose increase due to increased pain. The device system was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l54310, implanted: (B)(6) 1998. Product type: catheter. (B)(4).